Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) procedure due to unknown reason. All the components were removed and replaced with a new aus system. No information about the patient's outcome was provided. Additional information received. The previous 13 year old aus needed to be removed to downsize the cuff size due to the patient experienced recurring incontinence. There was no product malfunction with the explanted device. The patient had a good outcome.